Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's system board and blower were replaced to address the issues. In addition of the above evaluation, the device's front panel was replaced due to cracked, which was not related to the malfunction/issue.